Event description:
It was reported that a pt underwent a mandibulectomy on an unk date. The date of first activation was (B)(6) 2009. The reservoir did not inflate when the nurse reactivated the reservoir. The nurse percussed the side of the reservoir and it suddenly inflated with the air. The same event occurred on (B)(6) 2009. The device was continued to be used on the pt and was not replaced. No adverse pt consequences were reported. The surgeon opines that the inside spring of the reservoir was stuck inside, therefore, the reservoir inflated with percussion.

Manufacturer narrative:
(B)(4) (B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.